Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 18fr sheath prior to an evar (endovascular aneurysm repair) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. A second proglide placed the first suture. A third proglide had a cuff miss and a fourth proglide preplaced a second suture. The evar procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.